Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred, removal difficulties were encountered and the procedure was cancelled. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at 18 atmospheres, the balloon ruptured. There was slight resistance felt during removal but was the device was still completely removed. The procedure was cancelled. No patient complications were reported and patient status was good.